Event description:
It was reported there will be a revision surgery performed to remove and replace the implant.

Manufacturer narrative:
The surgeon confirmed that the patient had heterotopic bone, which limited the mouth's opening. Thus, this event relates to the patient's condition. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery performed to remove and replace the implant.